Event description:
No additional information received.

Manufacturer narrative:
The reported event was confirmed. Device history record (DHR) review was unable to be performed as the lot number was not reported, however, the event is related to an implant kit which was not ordered at the time of the procedure, not a manufacturing/ design deficiency of the products. The root cause is determined to be a distribution error. The issue is being further evaluated through the corrective action process and the booking software was updated to mitigate the issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event was initially reported on 0001822565-2019-01249. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an intramedullary nailing procedure utilizing an affixus long nail, a locking screw was not included in the instrument kit. After an approximate hour delay in the procedure, a screw was able to be used from an affixus short nail kit.